Event description:
When transferring a resident off of the toilet with the encore, the patient started to complain that her legs were becoming weak. The patient let go of the handles and raised her arms. She then proceeded to slide down through the sling. The patient was not injured. (B)(4).